Manufacturer narrative:
This report is being submitted to provide the hygiene microbiological investigation (hmi) results from the olympus' designated third party lab. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. All channels were cultured and the device tested positive for one (1) colony forming units (cfu)/ endoscope of alcaligenes faecalis. The microbiological quality was not satisfactory for an endoscope subjected to intermediate level disinfection and rinsed with water that was bacteriologically controlled. The device was reprocessed and a new sampling was performed. All channels were tested and the microbiological quality of channel was found to be satisfactory (less than one (1) cfu of micro organism/endoscope). Overall, the results are in conformance with the requirements. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation is currently in progress. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. Pre-cleaning of the device include flushing of the channels. No detergent was used for pre-cleaning. During manual cleaning, the customer uses anios clean excel d detergent and brushes instrument/suction channel and the distal end/areas around the elevator using neo clean brush and olympus bw 400b. The scope was not manually sterilized. For automatic endoscope reprocessing, the user facility uses anioxyde 1000. The endoscopes are stored horizontally and olympus is the maintenance company the user facility uses. The scope was not sterilized. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the oes cystonephrofiberscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured. Twenty three (23) colony forming units (cfu) per hundred milliliter of stenotrophomonas maltophilia was identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted for inspection results. The returned device was evaluated. During incoming inspection, no damage was found. The product was sent back to the customer without any repair. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of cyf-5 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.